Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and the lead was found out to be dislodged. The patient was having inappropriate episodes, no shocks received but received anti-tachycardia pacing (atp). Also, there was low sensing noted, thus, it was turned off. The dislodgement was confirmed by fluoroscopy at revision. The lead was repositioned. No additional adverse patient effects were reported.